Manufacturer narrative:
A quote was provided to the customer but was not accepted. As such, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that will not fluoro.the clinical use of the system was in use.there was no harm reported to philips.